Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) experienced recharge burden as the patient need to charge the ipg more frequently than expected. Subsequently, the patient reported loss of therapy possibly due to depleted ipg. As a result, the patient underwent surgical intervention wherein the ipg was explanted and replaced with competitor¿s product.